Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that during a left primary knee, surgeon was cutting knee and the 2 welds on the lower portion of the custom cutting guide broke. This caused a surgical delay of approximately 5-10 minutes and case completed.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown specialty guide was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirms the event as the device was returned with fractured welds on both sides of the device. The piece of the device with the specialty catalog number was not returned so the device could not be identified. The material analysis indicates that the device failed in ductile overload. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the event was confirmed as the device was determined to fail in ductile overload. The device was not properly identified so no further investigation is possible. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that during a left primary knee, surgeon was cutting knee and the 2 welds on the lower portion of the custom cutting guide broke. This caused a surgical delay of approximately 5-10 minutes and case completed.